Event description:
Was using proxabrush refills and the latch came undone and I swallowed it - I had to go to the hospital. I've made 7 other complaints about this in the past to you guys but nothing has been done. What a company. You all deserve to be fired, no wonder your ratings have gone down over the past years. The chief executive officer needs to be fired, manufacturing needs to be fired, quality assurance should be fired.